Event description:
A peritoneal dialysis (pd) patient experienced leaking from a transfer set and a breach in aseptic technique during night therapy while the patient was asleep. It was reported that the patient woke up and "their bed was wet". It was reported that the transfer set came apart from the silicone tubing, "had been pulled off". It was reported that the patient "reconnected it". The patient presented to the clinic "four days later" with abdominal pain and weakness. The pd nurse changed out the transfer set. The patient was given vancomycin. Patient outcome was reported as "feeling better and less stomach pain". Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.